Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 3. H11:since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient's insertion device was activated before putting infusion set on which occurred on (B)(6) 2024. The patient experienced that there was elevated blood glucose (around 600 mg/dl), therefore patient had received correction injection via multi daily injections (mdi). The patient also had ketones. The patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2024-35841. Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Correction: this MDR is being submitted to correct the medical device problem code in h4 additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: upon review of the event description and assigned malfunction code misuse malfunction code not on list, it has been determined that the complaint does not allege a product malfunction has occurred. No specific lot number/evidence was provided, which limits the ability to trace or analyze a particular item. Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint. Corrective and preventive action (CAPA) determination - conclusion: based on the investigation, no further action is required. The record will be closed and monitored through tracking and trending per work instruction (wi) (monthly trips and alerts).

Event description:
To date no additional patient or event details have been received.